Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). A 260cm ht versacore mod j guide wire (gw) was advanced to the desired location and used without issue. After removal, it was noted that the guide wire broke, but remained in one piece and the coating was noted to be pulled away from the wire, but remained in one piece, at the wire break. There was no reported adverse patient effect and no clinically significant delays in the procedure. An unspecified wire was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported core break or a peeled/delaminated core. There is no indication of a product quality issue with respect to manufacture, design, or labeling.